Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2003 patient underwent essure confirmation test. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, endometriosis and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received :case was upgraded to serious incident. Previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding ( menorrhagia), endometriosis, dysmenorrhea (cramping), pelvic pain", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, sinus infection and obesity. In 2003 patient underwent essure confirmation test. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, mometasone furoate (flonase), omeprazole (prilosec) and oxymetazoline hydrochloride (claritin allergic). In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for essure confirmation test performed (B)(6) 2004 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received. Reporter information added. Event outcome, insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, sinus infection and obesity. In 2003 patient underwent essure confirmation test. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, mometasone furoate (flonase), omeprazole (prilosec) and oxymetazoline hydrochloride (claritin allergic). In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for essure confirmation test performed (B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.